Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was below 40 mg/dl and food was consumed to address low bg. Prior to the low bg, the infusion set was changed, an insulin injection was administered and a bolus via the pump was delivered the customer reported cause of low bg was due to possibly to delivering/administering too much insulin.